Manufacturer narrative:
An event regarding patella disassociation involving a triathlon mb patellar component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: not possible as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced.. Conclusions: the reported event cannot be confirmed with the limited information provided. Further information such as product return and evaluation, x-rays, operative reports, patient history, follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported revision of right knee due to pain and plastic patella piece became disassociated. There was a metal back patella and poly exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported revision of right knee due to pain and plastic patella piece became disassociated. There was a metal back patella and poly exchange.